Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is still implanted.

Event description:
It was reported, gamma 3 primary surgery was performed on (B)(6) 2018. After the surgery the nail breakage was confirmed. Customer / sales rep confirmed that no further information is available.

Manufacturer narrative:
Device code the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported, gamma 3 primary surgery was performed on (B)(6) 2018. After the surgery the nail breakage was confirmed. Customer / sales rep confirmed that no further information is available.